Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Left tka was revised due to a loose femoral component. Femur was replaced with a ts femur with augments and a stem. Update 01/august/2019: as reported in how was issue noticed "patient sought treatment for a painful swollen knee".